Event description:
Distended abdomen (slurry) [abdominal distension]. Chemical reaction [unevaluable event]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient (age and initials not provided). The patient's medical history was not provided. On an unspecified date, the patient underwent total laparoscopic hysterectomy with extensive peritoneal resection with good deal of raw surfaces. A full sheet of seprafilm was used which was cut up into a bowl of saline (30 ml, off label use). Approximately 1-2 weeks after primary surgery patient presented with distended abdomen. It was first thought as a possible bowel leak and when reopened (laparotomy), it looked like some type of a chemical reaction to seprafilm. The outcome for the events of distended abdomen and chemical reaction was not provided. Relevant concomitant medication was not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between seprafilm and both the events as possible.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.